Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Cloudy during use. There was no report of patient harm. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed the insertion flexible tube (ift) leakage. Based on the result, we concluded that it was caused due to the physical damage applied on the ift. In addition, we confirmed that the insertion flexible tube (ift) crushed; however, it is not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4:device manufacture date.